Event description:
Additional information was received noting that the suture granuloma was probably related to implant procedure and the bleb at the non healing wound at the implant surgical site is not related to concomitant medication.

Manufacturer narrative:
F10. Corrected data, supplemental report 02: code 2035 was inadvertently not included.

Event description:
Information was later received that the patient had been implanted with a different generator than previously reported.

Manufacturer narrative:
Corrected information, initial report: the non-healing wound site had a causal relationship with the concomitant medication, was inadvertently not included.

Event description:
Further information was received noting that the patient presented with a bleb at the non healing wound at the implant surgical site that was noted to be not related to stimulation/device, probably related to the implant procedure, and have a causal relationship with concomitant medication. The patient was prescribed medication. The non-healing wound site had a causal relationship with the concomitant medication. No other relevant information has been received to date.

Event description:
Further information was received noting that the suture granuloma was not related to stimulation/device, concomitant medication, primary condition being treated, or other medical condition.

Event description:
It was reported that the patient had a non-healing wound at the surgery site, and was noted to probably be related to the implant procedure. The non-healing wound required prolonged stay at the hospital and medication. No other relevant information has been received to date.